Manufacturer narrative:
Suspect device received on october 12 2021. Device evaluation completed on (B)(6) 2021: visual analysis of the returned sample revealed that no damage or anomalies were observed on the sal siltex rnd diap pkg 300cc breast implant. Leak testing was performed, according to the mentor procedure, and it revealed a tear on the posterior view within the siltex cracking, measuring approximately 0.2 cm. The evaluation determined that the cause of the deflation is the trauma experienced. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of the saline-filled mammary prosthesis. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Device image evaluation completed on (B)(6) 2021: upon visual evaluation of the image provided in the complaint, the implant was observed intact. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: reason for device explant and/or reoperation: deflation, injury. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent a primary breast augmentation with a mentor siltex round moderate profile, 300cc on the left, and 275cc on the right side, saline prosthesis experienced right-sided deflation post procedure. The issue happened through trauma due to motorcycle accident. As a result, the patient underwent bilateral replacements as follow: l/cat#: 3501645, sn#: (B)(4), r/ cat#: 3501640, sn#: (B)(4) on (B)(6) 2021. This report relates to the left prosthesis.

Manufacturer narrative:
On october 19, 2021, mentor became aware that the initial report: 1645337-2021-11618, mistakenly reported that the right side deflated. Manufacturer¿s reference number: (B)(4). The left side was deflated, and b1 product problem selected.